Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller indicated that they got a page today for a patient that required an MRI. The caller indicated that the situation sounded like the ins was overdischarged. The caller asked about MRI scan conditions in this scenario. The caller was not with the patient. Tss reviewed MRI information. The caller will follow-up with the patient and hcp. Caller indicated that patient can't recharge his implant. When technical services(ts) had caller try she got reposition recharger antenna message; device was repositioned and tried again with the same result. Data on the recharger showed date of 03/01/00: 2.300 and 2.235 volts 1.985 and 1.940 volts on the first 2 recharge session data. Based on this ts suspect patient was likely in overdischarge. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient suppose dly recharged in october. No patient programmer available to help troubleshoot. The caller indicated that they needed to conduct a spine MRI. The caller indicated that a mdt rep came in and tried to charge the ins, the rep reported that the ins was overdischarged. The caller stated that the stimulator is "basically broken". The caller did not know the mdt reps name. The caller did not have further information about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. On 2022-dec-02 additional information was received from the rep. The cause of the over discharge was not determined. No actions have been taken. On (B)(6)) 2023 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that they were in the hospital for 10 months in 2022 and then went into rehab. Caller stated they were planning to have the implant replaced once they got out of rehab because it was dead and past it's life expectancy, but then insurance wouldn't approve the surgery. Caller noted they had some problems with charging as well and the implant would not charge anymore. Caller added that they moved to be closer to their family and have been out of rehab for 6 weeks and now are trying to get something figured out to replace their implanted battery. Caller mentioned they have a follow up appointment with their primary doctor on the 26th and a neurologist appointment in december. Agent recommended following up with their healthcare provider and emailed caller physician listings to have. Agent sent email to field for visibility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back and repeated details from original call. They got an MDR reference number that asks them why ins is not charging and pt says its because the ins has depleted. Pt says they want to get ins replaced to see if it can help with their rehab and walking. Pt says that they are in physical therapy currently. Pt says they will ask hcp about changing out ins but they don't think they are a surgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.